Event description:
During the proximal femoral nail ¿ antirotation (pfna) operation, the blade could not be inserted because of interference with the nail. The surgeon had confirmed there was no loose part in the devices and no loose connection between the devices in pre-surgical check. Eventually the surgeon finished the operation with 30-minutes delay by replacing the blade which had broken. This is report 3 of 3 for complaint (B)(4). This report is for an unknown connecting screw.

Manufacturer narrative:
It is unknown if device was implanted/explanted, (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for an unknown screw.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.